Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch did not function during a diagnostic procedure and procedure was completed as planned. The procedure was completed using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was off and flashing red, the battery indicator was red flashing rapidly led indicator on base station was solid yellow, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after replacing of base station and footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information due to privacy laws. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch lost connection with the system. The system was in clinical use. There was no reported patient or user harm. The procedure was completed as planned with a wired foot switch. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.